Event description:
It was additionally reported that the ventricular assist device (vad) implanted was not a heartmate 3.

Manufacturer narrative:
Section d4: model and catalog numbers corrected manufacturer's investigation conclusion: there were no device-related issues reported or identified through this evaluation. It was determined that the reported information did not meet the requirements of a complaint. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1, a4: patient identifier not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a lesion or disease at the bleeding site and facilitated the development of bleeding (ileocecal erosion). The patient developed a major bleed in their lower gastrointestinal tract. The patient was transfused with red blood cell concentrate between 4 and 8 units per 24 hours. The patient on warfarin and aspirin at the time of the event.